Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1000mcg/ml baclofen at 556mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient had a refill and the hcp intended to fill the pump with 2000mcg/ml baclofen, but actually filled the pump with 1000mcg/ml baclofen. The patient returned to the hcp exactly 24 hours after the update. The hcp inquired how to program the bridge bolus and they will update the pump with the modified bridge bolus. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the wrong drug concentration being used in the pump was resolved. The patient's weight was 233bs. It was reported that the patient was receiving 1112mcg/day of 2,000mcg/ml baclofen. It was reported that the incorrect concentration of baclofen was dispensed by the pharmacy, and this was discovered after the patient left the clinic. The pharmacy director was notified and a dose calculation was done which revealed the patient had about 24 hours left of the old correct concentration in the catheter. The patient was located and notified that they needed to return to the clinic. The patient reported they noticed a few cramp like spasms that night, but nothing major. These spasms quickly resolved and the patient reported feeling fine the next day. The patient reported their right upper extremity was tight. The patient had spasticity in the upper extremities, but their gait was stable. The patient had a trace clonus in the right leg. The patient had not had any botox since (B)(6) 2018. The expected volume of the pump was 39.4ml and the actual volume was 38ml. The hcp was instructed through the priming procedure. The patient reported they were back to normal and felt good and had no issues after the concentration correction. No further complications were anticipated/reported. The patient had a history of spastic hemiplegia with functional gait impairment. The patient also had a history of migraine headaches, and nerve pain, as well as pseudobulbar disorder. The patient was taking gabapentin orally at 600mg, neudexta, baclofen orally at 20mg, and emla cream.